Manufacturer narrative:
510k: this report is for an unknown - constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: akaoka, y. Et al (2020), postoperative change in patellofemoral alignment following closing-wedge distal femoral osteotomy performed for valgus osteoarthritic knees, knee surgery & related research, vol 32 (15), pages 1-8 (japan). The aim of this retrospective study is to investigate and evaluate the effects of medial closed dfo on the patellar position when performed for valgus knees with lateral compartment osteoarthritis. Between july 2013 to march 2016, a total of 20 patients (11 male and 9 female) with 21 knees, with a mean age of 46.4 years (range, 29 to 68 years) underwent distal femoral osteotomy (dfo). Surgery was performed using a tomofix medial distal femur anatomical plate (depuy synthes, solothurn, switzerland). All patients were tracked for a minimum of 2 years, and the mean follow-up period was 42 months (range 31 to 59 months). The following complications were reported as follows: 13 out of 21 cases were found to have decreased in lateral patellar tilt (lpt) after surgery, 4 cases had no change, and 4 cases had an increase in tilt. 9 out of 21 cases had a decrease in postoperative lateral patellar shift (lps), two had no change, and 10 had an increase in shift. In a (B)(6) year-old female patient, lpt remained unchanged at 4.0 and the lps was 11.1%. This report is for an unknown synthes plate/screws constructs. This is report 1 of 2 for (B)(4).